Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose event. The customer reported that if the 's blood glucose at the time of incident was 50 mg/dl. Customer also reported a change sensor alert after calibration. Customer stated that the insulin pump will only take calibration if the blood glucose was at 92 mg/dl. The insulin pump will not be returned for analysis.